Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported half way through the op check, the system shuts down and resets. There was no report of patient involvement.

Manufacturer narrative:
.

Event description:
The customer reported half way through the op check, the system shuts down and resets. There was no report of patient involvement.